Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father was reported via phone call that, the upon removal of sensor the cannula was missing and sensor was not working. The blood glucose was unknown at the time of the incident. The sensor will not be returned for analysis.